Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative advised the caregiver (cg) air had entered the setup. The cg would start over with new supplies. Global product surveillance contacted home patient (hp) on (B)(6), 2011 regarding the reported problem. The hp stated that he did not complete therapy on (B)(6), 2011. The hp stated that he did therapy the following night. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) occurred during dwell 2. Received actual sample. Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.